Manufacturer narrative:
Additional information: the returned connector was evaluated. There was evidence of attempted usage and one of the rod connection seats was found to be bent and fractured. The cause cannot be determined, but possible contributors include forces which exceeded the mechanical strength of the devices while trying to seat the connectors onto rods spaced too far apart for the connector lengths or a counter torque instrument was not used during tightening. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00437 and 3012447612-2017-00479 thru 3012447612-2017-00481.

Event description:
It was reported that three connectors would not tighten properly during surgery because the torque limiting handle did not seem to be working properly. They were subsequently removed and replaced with an alternative connector to complete the procedure. There were no patient impacts reported as a result of this event. This is report two of four for this event.